Event description:
It was reported by a customer that on (B)(4) 2011, there was a scatter at the fiber tip and there was no visible aiming beam at 30,702 joules. Additional info reported by the customer was the pt did not experience any difficulties due to this event. There was no injury to the user from use of the system. There were no observations leading up to the incident. There were no error codes displayed on the console when this event occurred.